Event description:
A customer reported that their AED will not power on or speak. They reported that this did not occur during patient use.

Manufacturer narrative:
Although requested, the AED has not been returned and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted

Manufacturer narrative:
The unit was requested for return and further evaluation. Upon receipt, the device underwent bench testing and was confirmed to be unable to power on. Further investigation identified a connection issue involving an ic chip.